Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter: product ID 8590-1, lot# n233815, implanted: (B)(6) 2009. Product type: accessory. (B)(4).

Event description:
It was reported that the patient had gone to the emergency room with a return of pain symptoms. Later that day, a rotor study was to be performed. Twelve days later, it was reported that the patient had been admitted to the hospital with increased pain in his legs. Two days earlier, a dye study had been performed that showed the catheter was intact and the dye was entering the intrathecal space. A CT scan was also performed and it was found that the catheter was still in the intrathecal sac. Additionally, the pump logs were read and showed normal function of the pump with no motor stalls. At the time of report, there was no further planned intervention and the patient's status was unknown. The drugs used in this system were morphine and bupivacaine.